Event description:
It was reported that partial deployment occurred. The over 85% stenosed target lesion was located in the extremely tortuous and severely calcified right femoral artery via contralateral approach. A 6f sheath and a 0.035 x 260 amplatz guidewire were advanced to the lesion and was dilated with a 4 x 120 mustang balloon catheter. Consequently, a 5 x 120 x 130 innova was advanced for treatment. However, when the stent reached the lesion, it could not be pushed out of the sheath and about 3cm was deployed. The tip of the delivery shaft had been pushed out of the sheath, but the stent was still in the sheath. The stent was not implanted, and it was removed with the delivery shaft. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that partial deployment occurred. The over 85% stenosed target lesion was located in the extremely tortuous and severely calcified right femoral artery via contralateral approach. A 6f sheath and a 0.035 x 260 amplatz guidewire were advanced to the lesion and was dilated with a 4 x 120 mustang balloon catheter. Consequently, a 5 x 120 x 130 innova was advanced for treatment. However, when the stent reached the lesion, it could not be pushed out of the sheath and about 3cm was deployed. The tip of the delivery shaft had been pushed out of the sheath, but the stent was still in the sheath. The stent was not implanted, and it was removed with the delivery shaft. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
The device was returned for evaluation. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent is partially deployed 2mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The thumbwheel lock and pull rack are no longer in the manufactured position. No other issues were identified during the product analysis.